Event description:
It was reported that during central processing it was discovered that the fenestrated bipolar forceps instrument had an exposed cable. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The fbf instrument was analyzed and found to have damage to the conductor wire insulation, damage to the yaw pulley, and scratch marks on the main tube. The complaint regarding the exposed cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.